Manufacturer narrative:
The exact root cause of the reported unintended backrest movement could not be conclusively determined. During inspection, the backrest-up button on the left-hand headend control panel was found to be mechanically defective, exhibiting a blocked and non-responsive behaviour when pressed. Further technical assessment confirmed that damage to the button mechanism could result in continuous electrical activation of the backrest-up function, consistent with behaviour equivalent to a continuously actuated button. No unintended movement was observed when the button was not triggered. The defective control panel was replaced, restoring normal functionality of the bed. Although it cannot be conclusively confirmed that the unintended backrest movement reported by the customer occurred under the same conditions as those observed during inspection, the identified failure mode is technically capable of producing the reported behaviour. Therefore, a causal contribution of the defective control panel to the reported event cannot be excluded. The enterprise 9000x instruction for use (IFU 746-591-en) advises users to routinely check that the patient controls, caregiver controls, and attendant control panels operate correctly, and notes that continued use of the bed when a fault is present may compromise the safety of both the patient and the caregiver. Based on the available evidence, the most probable root cause of the event was damage to the headend control panel button mechanism, resulting in unintended continuous activation of the backrest function. The device was found not to meet its specification, as one button on the control panel was damaged. The patient was not in the bed at the time of the event, and no injury occurred. The complaint was assessed as reportable due to the allegation that the bed's backrest moved by itself. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer reported that the backrest section moved up on its own, intermittently. Additionally, a lift button on the left-hand side of the patient was reported as non-responsive when pressed. There was no indication of patient involvement, and no injury was sustained.